Manufacturer narrative:
Based upon the inquiry info rec'd and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. If the jaws are torqued or closed over a hard object, the jaws can become damaged and will not form the clips properly.

Event description:
It was reported during a laparoscopic cholecystectomy while using the er320 the device fired 4 to 5 clips on vessels then er320 fired a malformed clip. The surgeon also reports a clip spitting and took pictures. A new er320 was opened to complete the case. There was no consequence to the pt.